Manufacturer narrative:
(B)(4). Unit passed displacement test, basic occlusion test. Unit failed prime/a33 test at 2.5 lbs due to faulty fsr(gold). Unable to verify motor error alarm or perform excessive no delivery test and occlusion test due to prime anomaly. The motor was tested outside of the device and passed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had motor error. Customer reported they were able to clear the alarm. Customer stated they were able to rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.